Event description:
It was reported that the pump exhibited battery communication timeout and battery depleted alarms. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump to be in good condition. A review of the event history log identified multiple reported alarms in history. During functional testing verified the wireless connection and the wireless connection was able to establish; cycled the power with both alternating current and rechargeable battery and the reported alarm could not be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replace the bottom case assembly as a preventative measure.